Event description:
It was reported that the customer was hospitalized and the doctor requested to have the insulin pump replaced. The blood glucose reading was 600mg/dl. Troubleshooting was declined. Advised to revert to a back up plan until the replacement arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.